Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post device change out, this implantable cardioverter defibrillator (ICD) exhibited a flat shock electrogram (egm). The shock impedance measurement was acceptable and no other anomalies were noted. Troubleshooting was performed and technical services (ts) discussed the high voltage terminal pins were likely reversed in the header. The pocket was reopened and the terminal pins of this implantable defibrillation lead were connected to the appropriate port. No additional adverse patient effects were reported.